Event description:
It was reported that on the evening of june 14, 2005, the patient could hear water type sounds (bubbling). The external equipment was changed but without any change in the situation. A while later the patient could hear again, however testing showed that the device had malfunctioned.